Event description:
The customer reported that while the unit was in use on a pt, the unit shut down while plugged in. The customer power-cycled the unit and it came back on, but they replaced the unit shortly thereafter. No pt injury was reported.

Manufacturer narrative:
The company service rep was not able to reproduce the reported problem. As a precautionary measure, the power supply (part number (B)(4)) was replaced. The unit was tested to factory spec. It functioned normally and was returned to the customer.